Event description:
It was reported that the ilet user experienced hyperglycemia followed by hypoglycemia after eating without an initial meal announcement and then announcing late while glucose was already declining; the event was attributed to use of device problem related to meal announcement timing and not to a specific device component. Symptoms included hyperglycemia with a peak of 312 mg/dl and hypoglycemia with a nadir or 58 mg/dl. Outcomes included serious injury requiring unexpected medical intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and characterized the issue as a use of device problem, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.